Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke off while brushing the teeth of my child, the rotating part was suddenly detached in the mouth [device breakage]; no adverse event [no adverse event]. Case description: a parent reported via e-mail on 19-dec-2016 that while brushing the teeth of his or her son, age unspecified, the rotating part of the oral-b power oral care refill precision clean suddenly detached in his mouth. The reporter stated the child spit it out instantly. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.